Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06110 for the other associated device info. It was reported to boston scientific corp that a jagtome rx sphincterotome and a hydratome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, when the jagtome exited the scope into the pt's duodenum, the tip of the jagtome appeared jagged. The jagtome was removed and a hydratome device was then used and the same issue occurred. The guidewire from the hydratome was used with a third device (autotome rx sphincterotome) and the case was completed. There were no issues reported with the guidewire from the hydratome or the autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).